Event description:
A customer reported to beckman coulter inc. (Bci) that the datalink2000 (dl2000) data manager sent an incorrect result to the lab info system (lis). The customer indicated that a suppressed, out of instrument range high (oir-hi) ck result was incorrectly reported as 0iu/l by the lis. It is unk if the result was reported out of the lab. Based on available info, pt treatment was not initiated or withheld as a result of this event.

Manufacturer narrative:
On 12/27/2006, a new hard drive was installed to the system and service re-installed the dl2000 v.6.4 software. In this software there is a setting "upload_alpha", which controls uploading of alpha characters to the lis. The default setting for this feature is turned "on", which allows uploading of alpha characters in the result field to the lis. Since this particular system does not handle alpha characters in the result field, this feature should be turned "off." Bci had the customer checked the dl2000 setting which was set to "on." The customer was asked to change the setting to "off." The new setting was tested and the dl2000 is no longer uploading alpha characters to the lis. The incorrectly configured setting at the dl2000 is the root cause for this event.